Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed one loss of prime warning due to low force had occurred on (B)(4) 2014. Ez-prime steps were successfully performed without any issues. The pump was exercised for 24 hours with no loss of primes occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the pump emitted frequent loss of prime warnings without known cause. The use reportedly primed the tubing manually with no issues. The cartridge and infusion set were reportedly changed multiple times, but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).